Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a conversion to open procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: stents shutting off. Confirmed failure: during investigation, the iris board was not functioning as intended. Lsr-r-eom. Probable root cause: damaged e-kit / u-kit. Damaged scope. Damaged coupler. Damaged iris diodes. Main board malfunction. Iris board malfunction. Loose / misaligned jaw assembly. Camera head communication. Fiber connect malfunction. Front board malfunction. Touch panel malfunction. Power supply malfunction. Thermal switch malfunction ac inlet board malfunction. Inadequate air flow. Sidne port malfunction. Poor workmanship. Inadequate calibration. Damaged fiber connect. Use errors. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a conversion to open procedure.